Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The displacement test functioning properly. Unable to verify excessive no delivery alarm due to motor error alarm and prime fill anomaly. Insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched case and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 411 mg/dl. Device was able to rewind. Device failed the displacement test. Device alarmed a no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.